Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying black marks on the display. The patient did not allege any harm or injury due to the reported issue. During the time of troubleshooting, the cca determined that this was not the first time the meter had been used, and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provide, this complaint is being reported due to the following conclusion(s): the patient claimed the subject meter was displaying black marks. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.